Manufacturer narrative:
The rapid infuser, fms 2000 involved in the incident has not been returned to belmont for investigation. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of a "heating fault" alarm, the rapid infuser exhibits the following alarm message: "check temperature probes for blockage. Clean windows. Press retry to continue. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. The temperature probes should be cleaned before or after each use according to the service and preventive maintenance schedule and instructions provided in the operator's manual, as dirty, wet, or blocked temperature probes can cause the rapid infuser to exhibit a "heating fault" alarm. Without the benefit of the device back at our facility for investigation, the root cause of the alarm cannot be determined. It was reported that another rapid infuser was brought in to finish the case; there was no injury to the patient. The manufacturing records for this serial number were reviewed and no anomalies were identified. The unit has not been returned to belmont for service or preventive maintenance since it was shipped to the customer in 2015. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that the rapid infuser, fms 2000 exhibited a "heating fault" alarm during a case. Another rapid infuser was brought in to finish the case; there was no harm to the patient.